Manufacturer narrative:
The event description states that the end of the catheter started to unravel. A returned product evaluation found that the distal nylon coil of the turnpike was completely separated from the shaft. The catheter mid-shaft had damage consistent with rotating against resistance. A manufacturing review was completed and zero nonconformances were found. The most likely root cause is damage during use.

Event description:
The end of the catheter started to unravel. The spiral started to unravel but remained intact to the catheter and was removed. No intervention was required. Tortuosity and calcium were present. There was no adverse outcome. The catheter was removed without issue. Additional information received states, the catheter was removed and the distal nylon coil was still attached to the catheter shaft, no intervention was needed.